Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Investigation summary: it was reported performance breakage suture. An empty opened foil, a winding former with three re-parked used needles and five parked needle/suture combinations. Five unopened samples of product code (B)(4), lot #: mb6663 were returned for analysis. This product code contains eight strands per packet. During the visual inspection opened sample, the swage and attachment area of eight needles were noted to be as expected and five sutures were dispensed without problems and examined along of the strands and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. During the visual inspection of five unopened samples, no defects were found on the packages. Samples were opened, and the swage and attachment area of thirteen samples taken randomly were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. Per the condition of the samples, no suture breakage was found. Additional information was requested and the following was obtained: confirm the total qty actually involved with suture breakage during use on patient in the single patient event report/procedure? No information. Did all nine sutures from same lot break during use on the same patient? If not, please confirm the specific number of patient events two. Not all. No further information. Have any of these events been previously reported to ethicon? If yes, please provide complaint file number/ affiliate number. No information. For each patient event please provide additional complaint details: event date, product code and lot number involved, procedure, event description, qty involved? No information. Was there any adverse patient outcome? If yes, was there any medical or surgical intervention performed, was procedure completed successfully and how? Any sample return, etc? No information. No further information will be provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events.

Event description:
It was reported that a patient underwent an on an unknown date and suture was used. During the procedure, the suture was easily broken during interrupted suturing/tying knots. There were no adverse consequences to the patient. Additional information was requested.